Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 5.0 and 28.0 cm from the proximal end; the coil was intact with the pusher assembly distal detachment tip. Conclusion: the complaint has been evaluated. The complaint indicated that while advancing the ruby coil through a renegade hi-flo catheter (a non-penumbra device) the distal end of the catheter kicked out of the aneurysm. This type of event typically occurs if the delivery system is not positioned properly to give stability to the microcatheter during the insertion of the coil into the aneurysm. Since the catheter mentioned in the complaint was not returned for evaluation, the root cause of the catheter kicking out cannot be determined. Evaluation of the returned ruby coil revealed a kinked pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force at an angle, it is likely that damage such as this may occur. These devices are 100% functionally test and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While advancing a ruby coil through another manufacturer's microcatheter, the distal end of the catheter kicked out of the aneurysm. The physician removed the ruby coil, flushed the catheter, and the procedure successfully continued using additional ruby coils. There was no report of an adverse effect on the patient.